Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage that did not meet indications for implant. The device was re-interrogated a few days later with the same result. No attempt was made to implant the device. There was no patient involvement.